Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for routine follow-up. Device interrogation revealed that for the past six months the atrial lead exhibited low impedance and decrease in sensing. The device was reprogrammed. No patient symptoms were reported.